Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records and labeling records indicates the label left conforming. The actual device was not returned for evaluation.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 7 states, "the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery."

Event description:
It was reported that patient underwent a partial knee arthroplasty on (B)(6) 2015. During the procedure, incompatible components were implanted. No patient injury occurred as a result and no revision procedure has been reported to date.